Event description:
During the routine follow-up of the device involved in this report, physician noticed that the battery of the device discharged rapidly. It should be noted that oversensing detection indication were visible in device memory.

Manufacturer narrative:
January 22, 2010: this event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. Conclusions: the numerous noise oversensing episodes recorded suggest myopotentials (although emi or a continuity issue cannot be excluded). Some of these (exact amount unknown) led to a partial charge of the shock capacitor (because persistence was reached), responsible for the fast battery depletion observed. (B)(4). Interim conclusion - 4 feb 2009: because of the observed oversensing episodes in the device memory, it is probable that all the episodes which were reduced spontaneously also corresponded to oversensing. If the capacitors were charged as a result of these short episodes (considered as vf by the ICD), it could have contributed to the battery depletion. Awaiting files from follow-up dated (B)(6) 2009.